Manufacturer narrative:
One imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was returned for investigation. Visual inspection of the as returned product identified minimal signs of use about the threads and collar. Product did match print specifications measured. No pre-existing conditions were noted on the per. The reported product was located on tooth 5 and was replaced the same day as placement. The reported event could not be recreated due to the nature of the dental device and event (medical condition). DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsvtb11 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances /CAPA/hhe/d/ie/product holds for the reported product. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event (relocation into sinus) or product (tsvtb11). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional information received from the preliminary investigation report identified the device as tsvtb11 zimmer implant. Upon reassessment of the reported event, it was determined that the device was previously filed under the incorrect MFR number (0001038806 - 2020 - 01021) on 22 jul 2020. As a result, the event has been reassessed and is being filed under the correct MFR number (0002023141 - 2020 - 01328). Once device investigation/ evaluation results are completed, a follow a report will be submitted. Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided initial reporter fax number: not provided.

Event description:
It was reported that during implant placement, an implant (tsvtb11) was located into the sinus cavity. X-rays confirmed the implant in the sinus floor. Implant was removed and a 10mm implant was placed instead. Patient will not have to returned for additional procedure. Tooth location 5.